Event description:
It was reported that the right ventricular (rv) lead had noise and that there have been low p-waves in bipolar over the years. It was noted that there was an impedance warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 implantable pulse generator implanted: 2006 (B)(6); 4261 competitor implantable pacing lead implanted 1999 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.